Event description:
The pt's father reported that the up arrow button was sticking. The reporter denies exposure to water or damaged keypad. Buttons still click, but would get stuck in down position and would release after multiple presses.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad was swollen. All of the buttons were intermittently responding and required excessive force to activate. The keypad was removed and the "up" key contact was observed to be misaligned. Additionally, there was evidence of keypad adhesive found under all key contacts.